Event description:
It was reported that when using the bd pyxis¿ medflex 2000, the medication fluconazole 150 mg tablet was stocked out and could not be issued to the patient. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the item was stocked out. A technical support specialist advised the customer to contact pharmacy to request a refill to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.